Event description:
It was reported that a user experienced intermittent loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet, consistent with cgm signal loss to the ilet only, and readings subsequently resumed during the call after standard troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included remote troubleshooting and user education. Investigation of this case revealed a transient communication disruption between the cgm and the ilet that self-resolved, consistent with a temporary signal loss event without device damage. It was concluded, based on previously established findings for similar reports, that the cause was user-environment or connectivity factors leading to temporary cgm-to-pump communication loss.